Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6-type of investigation code, investigation findings code, investigation conclusion code, component code and h11. A getinge field service engineer (fse) evaluated the unit and found unit powered on twice in a row without logging a power off sequence in between. The unit logged that it shut off on its own. The high pitch sound is due to an unexpected shutdown (watch dog board, worked as intended). The power management board caused the unit to turn off. The fse replaced the power management board and tested the unit. All functional and safety test performed. Unit was returned to the customer.

Manufacturer narrative:
Corrected fields: b3. Updated fields: b4, g3, g6, h2, h11.

Manufacturer narrative:
Due to the character limit in the e1 section event site name, the full event site name is (B)(6) hospital medical ctr. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that during use on patient, the cardiosave intra aortic balloon pump unit shut off and made a high pitch sound while in use.the hospital staff restarted the unit and then switched to another cardiosave. There was no harm or injury reported.